Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that angulation in the up direction and the gap on the up/down knob was out of standard value due to worn angle wire. The bending section rubber adhesive was broken and the suction cylinder was deformed. The control unit insulation had a scratch and the distal end had scratches and dents. The adhesives around the lenses was worn and the suction cylinder color ring disappeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer, that the evis lucera elite colonovideoscope had an e315 scope communication error. The rubber bonding and connector cap had fallen off. The issue was found during inspection for a diagnostic procedure and it was completed with a similar device. There were no reports harm associated with the event. This MDR is being submitted to capture the e315 scope communication error reportable malfunction.